Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The proximal end of the stent was pushed distally and the struts were bunched together. Struts on the 2nd row from the distal end were raised and pushed forward distally and were resting on the 1st row struts. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Damage was noted along the entire length of the inner and outer, with a section of the inner just proximal to the balloon weld having accordioned. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician advanced 4.00x20mm promus element plus stent delivery system to the target lesion, however the stent bunched up from it's proximal to distal end. The stent remained on the delivery system. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician advanced 4.00x20mm promus element plus stent delivery system to the target lesion, however the stent bunched up from it's proximal to distal end. The stent remained on the delivery system. No patient complications were reported.